Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was damaged. Through follow up it was learned that there was patient contact. The lens is not available for return. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: additional information received reporting lens inserted in the patient's right eye and removed during same procedure. There was no vitrectomy, incision enlargement, or sutures required. There was no medical intervention outside of standard of care. The patient status was reported as unknown. No other information was provided. Corrected data: further information was provided and reported information was initially received on 8/5/2025. Therefore, this filing is to correct the aware date to 8/5/2025 that was previously reported in the initial MDR. The following sections have been updated accordingly: section a2: date of birth: (B)(6) 1960. Section a3a: sex: female. Section a3b: gender: cisgender woman/girl. Section d6a: if implanted, give date: 05-aug-2025. Section e1: title: dr. Section e1: first/given name: unknown/not provided. Section e1: last name: (B)(6). Section e2: health professional? Yes. Section e3: occupation: physician. Section h6: health effect - impact code: 4627 removals. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.